Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing at the first fitting showed affected channels. An incident of an accident or trauma is unknown. Re-implantation is considered, but no date has been set yet.

Event description:
In situ testing at the first fitting showed affected channels. According to the user's mother there was no trauma. Re-implantation is considered, but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition in situ measurements during implantation surgery already showed two channels with hi impedance due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, in situ measurements during implantation surgery already showed two channels with hi impedance due to undetermined reasons. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
In situ testing at the first fitting showed affected channels. According to the user's mother there was no trauma. The user was re-implanted on (B)(6) 2022.